Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw hydro. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that during the procedure to treat a target lesion in the proximal right coronary artery, the balance middleweight (bmw) guide wire was advanced and the 3.5 x 15 mm xience alpine stent delivery system was advanced over the guide wire; however, resistance was felt. The stent delivery could not be removed from the guide wire and both devices were removed from the patient anatomy as a single unit. The second 3.5 x 15 mm xience alpine stent delivery system was advanced and resistance was also felt during advancement of this device. The second xience alpine could not be removed from the guide wire and both devices were removed from the patient anatomy as a single unit. There was no adverse patient effect and no clinically significant delay. The procedure was completed using a new guide wire and implantation of three stents. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficult to position and remove the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficult to position and remove the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the final report, additional information was received, indicating that the first 3.5 x 15 mm xience alpine stent was deployed at the target lesion; however, during removal of the stent delivery system, resistance was felt with the guide wire and the devices were removed as a single unit. This same issue occurred with the second 3.5 x 15 mm xience alpine stent; the stent was deployed at the target lesion, but during removal of the stent delivery system, resistance was felt with the guide wire and the devices were removed as a single unit. There was no adverse patient effect. No additional information was provided.